Event description:
Caller states the pt tested 4.6 inr on the coaguchek xs system and 3.2 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Replacement system was sent.

Manufacturer narrative:
The event occurred in another country.